Event description:
The service report shows the customer reported that the 840 ventilarot stopped cycling while in use on a patient. The patient was not harmed or injured as a resutl of the event. The nellcor puritan bennett customer support engineer (cse ) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing